Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, reported that the movements of monopolar curved scissors (mcs) were not good on universal surgical manipulator (usm) 3. The customer tried two mcs but neither of them were good and requested intuitive technical support engineer (tse) the log check. There was no error for the symptom. Tse advised the customer to re-seat the sterile adapter (sa) and see if it solves the problem. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. Technical service engineer (tse) advised to reseat the sterile adapter (sa). No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was not resolved by reseating the sterile adapter. However, the customer confirmed that the procedure could be completed with all 4 universal surgical manipulators without further issue. The customer stated that the first monopolar curved scissors instrument was bounced once, and the surgeon felt discomfort when operating the second monopolar curved scissors instrument. There was no information regarding the instruments grasping the tissue/vessel, or any patient¿s health issue.

Event description:
Refer to h10/h11 for follow-up information.